Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the distal conductor had blood (not obstructed), was pulled/stretched, fractured due to being stretched/overstressed and was kinked/buckled. Also, the outer insulation had cosmetic environmental stress cracking, breached/torn, cut and had cosmetic melting. The lead had apparent explant damage.

Event description:
It was reported the left ventricular (lv) lead had dislodged. The lead was unsuccessfully attempted to be revised. The lv lead remained in use until it was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.